Event description:
It was reported that during the procedure, after delivering the catheter to the target site, the guidewire (subject device) broke in the catheter when it was being withdrawn. The user removed the guidewire fragments while suction was applied. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, after delivering the catheter to the target site, the guidewire (subject device) broke in the catheter when it was being withdrawn. The user removed the guidewire fragments while suction was applied. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was seen to be broken into two segments. In the distal segment, the core wire was visibly broken and the platinum wire was found to be broken and not visible. In the proximal segment, the core wire and platinum wire were broken and not visible inside the nitinol tubing. The distal wire end was observed through the distal tip dome. The guidewire ptfe coating was seen to be peeling in multiple areas. The hydrophilic coating was hydrated and there were no anomalies noted. The length and od of the fragments were measured and found to be within specification. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The guidewire was returned broken in 2 segments (13cm distal segment and 202cm proximal segment), confirming the reported event. Both the nitinol hypotube and core wire were noted to be fractured. The ptfe coating was also noted to be peeling in multiple areas up to 56cm from the proximal end. No other anomalies were noted to the device. Based on analysis, it is probable that the guidewire experienced high tension and torsion forces while navigating inside the catheter during the procedure that resulted in the fracture at the distal tip. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire broken/fractured during use' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.